Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 13, 2016, it was reported that the device produced an incomplete mesh. On october 26, 2016, it was clarified that the issue occurred on (B)(6) 2016. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial (B)(4), a 2:1 ratio cutter, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) ten times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the damaged comb, side plates, roller and gear were replaced. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter, serial (B)(4), had a significantly worn roller gear and showed wear to the cutter blades. The 2:1 ratio cutter, serial (B)(4), had a significantly worn roller gear and showed signs of wear and nicks to the cutter blades. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged roller gears. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged side plates, bushings, comb, roller, gear, shoulder bolts and washers. The 1.5:1 ratio cutter, serial (B)(4), had the damaged collars, bushings and gear replaced and produced a passing cut. The 2:1 ratio cutter, serial (B)(4), had the damaged gear, collars and bushings replaced and produced a passing cut. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.118 rev. 32. The reported event was non-verifiable as it is unclear which cutter was being used during the reported event. It is unclear which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh at the cadaver lab. No adverse events were reported as a result of this malfunction.